Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic with bradycardia. Device interrogation revealed oversensing noise on a right atrial (ra) lead. Programming changes were performed to resolve the issue. The patient condition was stable.